Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. The patient was observed to have a tortuous anatomy. It was noted that the lead helix took over 30 turns to deploy and abruptly popped out once fixed to the endocardium. The physician then attempted to change the stylet. However, the stylet was unable to advance through the lead. The procedure was completed with use of a replacement lead. The patient was stable.